Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 475 mg/dl, at the time of incidence. Customer's current blood glucose level was 472 mg/dl. Customer reported that they received insulin flow block alarm. Customer wanted to do self test and displacement test. Customer was treat with insulin pump for high blood glucose level. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.